Event description:
The customer contacted Stryker to report their device would shut off intermittently when moved. In this state the device may be inoperable and defibrillation therapy may not be available if needed.There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was not able to duplicate the reported issue. The battery pins were tightened as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.